Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had experienced a syncopal episode and collapsed while participating in physical activity. Emergency medical responders administered cardiopulmonary resuscitation and external defibrillation, and the patient was transported to the hospital. Both hospital staff and a boston scientific field representative attempted to interrogate this s-ICD several times with different programmers, but all attempts were unsuccessful. It was suspected that the s-ICD did not deliver shock therapy during the patient's collapse. Boston scientific technical services was contacted and a review of the device data last downloaded in (B)(6) 2021 did not show any abnormal device faults/resets and the power consumption was normal. Surgical intervention was later performed and the s-ICD was explanted and replaced. The s-ICD elicited beeping tones six hours post-explant; however, it still could not be interrogated with a programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, a memory download could not be performed. Magnet application did not produce any tones. Detailed review of the manufacturing documentation associated with this model/serial s-ICD revealed no non-conformances were recorded during manufacture of this device. Visual inspection noted electrical overstress damage on the header around the feedthrough area and the header was cracked. X-rays confirmed electrical overstress damage at the wire feedthrough area and high voltage capacitor. Further inspection of the device header noted no opening to the antenna; however, a void in the over-mold was observed above the antenna on the proximal sensing (sense b) portion of the header. The header was then exposed to dye penetrant testing, which revealed fluid ingress through the void. This was an indication of insufficient epoxy coverage of the antenna in this location. Engineers determined that the void in the header over-mold created a high energy pathway during shock delivery to the antenna, enabling a shorting condition. The electrical overstress damage affected the radiofrequency (rf) circuit, resulting in the observed inability to establish telemetry with this s-ICD.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had experienced a syncopal episode and collapsed while participating in physical activity. The field alleged that the s-ICD did not delivered therapy properly as external defibrillation and cardiopulmonary resuscitation were required to resuscitate the patient. Review of the device data did not show any abnormal device faults/ resets and the power consumption was normal. The device appeared to have been operating normally. The field attempted to interrogate the s-ICD and was unable to do so properly. Surgical intervention was later performed and the s-ICD was explanted and replaced. The s-ICD was observed to have been emitting tones after the procedure. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.